Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 150 mg/dl at the time of the incident. The customer stated that there was a leak from the reservoir. The customer was sent replacement reservoirs.

Manufacturer narrative:
A complete analysis and testing of the 1 opened and used reservoir, performed a visual inspection and found the reservoir barrel is cracked.